Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f cordis sheath. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that prior to the deployment of the device, the balloon was inflated for pressure testing. A pin hole was noted and the balloon would not remain inflated. A second device was deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle was engaged to the handle. The balloon of the returned device was inflated with fluid to determine if there was any presence of leak in the balloon; no leak was observed and pressure was maintained with proper functioning of the inflation indicator. The balloon was verified in a 6.15mm go/5.75m no go gauge to be within specification. The review of the lhr (lot f1316904) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the reported balloon loss of pressure could not be confirmed. There is no evidence to suggest that the mynx device did not meet specification ro perform as intended per instructions for use (IFU).